Event description:
A malfunction was reported with the customer's insulin pump, with no additional notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Customer reverted to using a backup insulin pump for insulin therapy.